Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms. The customer stated the pump was in a room temperature room and the temperature alarms were able to be cleared. Additionally, it was reported that an occlusion alarm occurred. The customer was able to clear the occlusion alarm via the pump screen. Reportedly, the customer's blood glucose level was 235 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.